Manufacturer narrative:
No product will be returned for evaluation. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the luer connection of the infusion set is leaky. No adverse event reported. No product will be returned.